Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the robotic assisted saw handpiece exhibited excessive vibration, causing the tibial cut to be uneven due to the robotic assisted satellite station device. The surgeon evened the cut out with manual instrumentation. The reporter stated that they did not know how many millimeters the cut was off. The procedure was delayed, though the exact duration of the delay was not specified. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: log files were reviewed. The described issue was unconfirmed. Without use of the pointer tool the described issue cannot be confirmed. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance based on data gathered in the validation process. Therefore, a root cause cannot be determined with a single assignable cause. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Recommendations: please refer to the IFU version that corresponds to the software version being used. Excerpts below are taken from the instructions for use (IFU). It is recommended that the user follow the guidance on page intraoperative use, pre-operative setup checklist: "the following steps must be confirmed prior to the start of the intraoperative procedure". "Holding arm is attached to the bedrail, aligned with the center of the patient¿s hip" it is recommended that the user follow the guidance for "robotic-assisted device positioning". It is recommended that the user follow the guidance on "performing resection related to leg stabilization and cutting technique to reduce the likelihood of blade deflection. It is recommended that the user follow the guidance on instructions for use (IFU),system troubleshooting, resection planes look inaccurate: utilized to verify the resection plane accuracy and correct any deviations. Root cause summary: the investigation found no issues or defects, because the pointer tool was not used. Therefore, the most probable cause for the described issue cannot be established as no defect was found.